Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 396 mg/dl, 22 mmol/l between 37 and 48 hours of wearing the pod. On september 05, 2025, the patient¿s mother reported while showering the adhesive separated completely from their abdomen, resulting in the cannula dislodging. The mother further stated they use cavilon barrier spray prescribed by their doctor to help ensure the pod and its adhesive stick properly to the skin. As treatment for this event, the pod was removed, and a new pod was applied.